Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had irritation at her ipg site and was prescribed oral antibiotics by the surgeon's office. The patient allegedly went to the e.r. A few days later as she thought her ipg had become infected. It was reported the e.r. Physician put the patient on oral clindamycin, but no cultures were drawn. Follow-up indicated the patient met with her surgeon who did not believe the site was infected. The surgeon believed it was an allergic reaction to the blue used in surgery. It was reported the patient was doing fine.